Event description:
Customer reports that pt had post-operative suture split following femur repair. Pt had multiple surgical procedures for repair of femur and known latex allergy. Physician cleaned/debridged pt's wound. Pt was allowed to heal by secondary intention with local packing. There are no reported adverse pt consequences related to this event.